Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included triclosan (cetaphil antibacterial) for rash. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("calm my rash down"), pelvic pain ("horrible pain"), abdominal pain lower ("I feel like cramping"), migraine ("migraine"), abdominal distension ("bloated"), constipation ("constipated"), diarrhoea ("diarrhea"), hyperhidrosis ("sweat"), chills ("chills"), arthralgia ("joint pain"), dysgeusia ("metallic taste in mouth"), systemic lupus erythematosus ("lupus") and inflammation ("inflammation"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the allergy to metals, pelvic pain and inflammation outcome was unknown and the rash was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, chills, constipation, diarrhoea, dysgeusia, hyperhidrosis, inflammation, migraine, pelvic pain, rash and systemic lupus erythematosus to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal and rash pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : event added-cramp, migraines, bloated, constipated, diarrhea, sweats, chills, joint pain, metallic taste, lupus and inflammation added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included triclosan (cetaphil antibacterial) for rash. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rash ("calm my rash down"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the rash was resolving. The reporter considered allergy to metals and rash to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal and rash¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included triclosan (cetaphil antibacterial) for rash. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("calm my rash down") and pelvic pain ("horrible pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the allergy to metals and pelvic pain outcome was unknown and the rash was resolving. The reporter considered allergy to metals, pelvic pain and rash to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal and rash pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media: event horrible pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included triclosan (cetaphil antibacterial) for rash. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rash ("calm my rash down"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the rash was resolving. The reporter considered allergy to metals and rash to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal and rash¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.